Event description:
It was reported that the svc port header looked cosmetically imperfect. The port plug was not secure in device. The device was explanted and replaced.

Manufacturer narrative:
Narrative: the reported field event of a port plug anomaly was not confirmed in the laboratory. The reported field event of a cosmetic anomaly was confirmed in the laboratory. The device was tested on the bench and test leads were inserted and secured successfully. Visual inspection noted the svc lead bore was cloudy. Further investigation noted this occurred during the manufacturing process and the device was found to be within specification.

Event description:
It was reported that the svc port header looked cosmetically imperfect. The port plug was not secure in device. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).